Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2021. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: a dispensed needle/suture piece of product were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the suture end was noted with damage, elongation due to stress applied on the strand during the use. The product code contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Also, an unopened sample of product was received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? What is the patient¿s current health status and condition? Could you verify the lot number provided?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.